Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported upper back molars on the right feel really tight, and they're rubbing against the side of their palate, causing sores. The patient has already tried filing them down, but it's still uncomfortable and now more sensitive.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.